Event description:
On (B)(6) 2012, the reporter contacted animas and stated that 2 to 3 days ago, the ok and down arrow keypad buttons were unresponsive and required multiple button presses in order to elicit a response. The keypad buttons would reportedly cause scrolling once they did respond to button presses. The patient reportedly wore the pump in a pocket and did not clean the pump. There was no reported patient impact associated with this complaint. This complaint was reported due to the alleged keypad issue.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
(B)(4): evaluation revealed that the audio bolus button cover and plug was detached from the pump but the keypad was intact. Evaluation revealed that the keypad buttons were intermittently unresponsive. The ok and down arrow keypad buttons required multiple hard presses to elicit a response. None of the buttons spring back or click normally. The keypad buttons were sticking and are hypersensitive/scrolling. Evaluation revealed that there was contamination under the keypad contacts and the ok button was found to be inverted.